Manufacturer narrative:
The implant has not been returned for evaluation.

Event description:
The doctor indicated that the mount was stuck to the implant and the mount would not separate from the implant. The implant had to be removed and an additional surgery was scheduled to place another implant.

Manufacturer narrative:
"Yes" device evaluated by manufacturer. Investigation results: visual inspection did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.